Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. X-rays confirmed that the lead migrated and fractured. Surgical intervention was undertaken wherein the lead was explanted and replaced to address this issue. Therapy was restored.